Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right total hip replacement prosthetic fracture of femoral stem. Awaiting revision surgery planned (B)(6). (B)(6) orthopaedic surgeon to perform the revision surgery. The plan is to remove the broken stem and replace it with another prosthesis.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed by medical review. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 10-feb-2020. This inspection indicated the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured approximately 6 inches from the distal tip. Damage was observed on the stem consistent with the explantation and cement-mantle breakdown process. The distal and proximal fracture surfaces are shown in figures 5 and 6, respectively. The proximal fracture surface was obscured by post fracture abrasion; no further analysis was performed. Macroscopic surface features on the distal fracture surface indicates that the fracture initiated on the superior surface and propagated inferiorly. The distal fracture surface of the stem was analyzed further using a scanning electron microscope (sem). A material analysis has been performed. The report concluded: the stem fractured in fatigue approximately 6in from the distal tip, with final fracture occurring in overload. The fracture initiated on the superior surface and propagated inferiorly. Damage consistent with the cement mantle breakdown process was observed. Eds showed the stem base alloy was consistent with an astm f1586 alloy, which is consistent with the drawing. Based on the given information no materials or manufacturing discrepancies were observed on the surfaces examined for the stem. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms fractured stem, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including primary and revision operative reports, clinical and past medical history and additional serial dated x-rays e are needed to fully investigate the event. If further information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right total hip replacement prosthetic fracture of femoral stem. Awaiting revision surgery planned (B)(6) 31st. Dr orthopaedic surgeon to perform the revision surgery. The plan is to remove the broken stem and replace it with another prosthesis.